Manufacturer narrative:
The device is not available for investigation. The lot history was reviewed, and no nonconformities were found that would have led to the reported complaint. The complaint cannot be replicated or confirmed.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported that the filter vent was suspected of leaking. No patient harm was reported.